Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient is on less bumex with elevated peripheral artery disease (pad). Admitted with nausea and vomiting gastroparesis. Coffee ground emesis status post esophagogastroduodenoscopy (egd) with ulcer and no active bleed. Additional information has been requested but not yet received.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. It was reported that on (B)(6) 2019 the patient was on less bumex with elevated peripheral artery disease (pad). The patient was readmitted with nausea and vomiting gastroparesis. The patient also had coffee ground emesis status post egd with ulcer. There was no active bleeding. It was reported that the doctor was following the patient. A request for additional information was sent to the customer; however, no additional information was received. The patient remained ongoing on support from (B)(6) until (B)(6) 2020 when they underwent a pump exchange. The patient now remains ongoing on support from (B)(6). Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was treated by "gastrointestinal" (gi) consult, monitoring, egd diagnostics. No active bleeding and continued monitoring with chronic gastroparesis.